Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that (B)(4) have "somehow downloaded the (B)(4) master drug library". It was reported that some devices have been received from (B)(4), which is 200 miles away. It was also reported that some infusions were ran using the incorrect master drug library on patients, but all the incorrect master drug libraries have been corrected.